Event description:
The physician successfully placed an xact stent into the left internal carotid artery (ica). The next day the patient experienced an episode of syncope. The event became progressively worse and was described as intermittent. The patient was admitted to the hospital and discharged 4 days later.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.